Manufacturer narrative:
The device was returned to olympus for evaluation. A performed a visual inspection on the received condition and found a yellow substance on the scope when inspected with an olympus borescope. The yellow foreign substance was found inside the instrument channel from the bending section side. The instrument channel was inspected further and found black marks inside the channel from the biopsy port side. There was also a gray stain found inside the channel from the control body section. The suction channel was inspected and noted yellow foreign substance at the suction channel and yellow substance at the middle section of the suction channel. Additionally, the image was inspected and the image of the scope is normal. The scope was not able to perform a leak test due to the damaged distal tip. The scope underwent an extensive investigation. The following dings were reported. Damage to the duodenoscope is the probable cause of contamination. In addition, the high number of colonies and unique species may be indicative of improper reprocessing. Investigation findings: a leak was observed in the suction channel during device inspection. Duodenoscope destructive testing showed no contamination on the internal surfaces, no evidence of fluid ingress and no flaws in the distal scope design, suggesting that improper reprocessing may have been a contributing factor. While, there was no reprocessing deviations from the olympus IFU observed, it is likely that reprocessing could be potential contributor to the root cause, because re-sampling did not yield the same high concern organism. External expert opinion: classified as high concern. This bacterium is of patient origin and may result from insufficient reprocessing. It is considered a high concern germ and requires counteraction at the hospital site.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM) regarding the close case report. The OEM reported that the summary of the investigation findings are as follows: the organisms detected were intestinal flora and the number of colonies was high. A leak was observed in the suction channel during device inspection. Destructive sampling re-culturing did not show contamination from the distal end of the duodenoscope. There were no reprocessing deviations from the olympus IFU were observed. One deviation was found during the sampling procedure review. The exact cause of the reported event could not be conclusively determined, but this phenomenon was possibly occurred due to following: probably contamination due to insufficient reprocessing because of the high number of colonies and unique species. Damage to the duodenoscope is the probable cause of insufficient reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported new information date from apr. 9, 2019 to apr. 10, 2019. Due to a clerical error the prior follow up report was not updated correctly.

Manufacturer narrative:
As part of our investigation, an olympus engineer was dispatch november 15, 2018 to observe the scope sampler's techniques and noted the following deviation: the sampler introduce unsterile material in the sampling area during preparation as cardboard was brought in the room.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the endoscopic support specialist (ess). Olympus received additional information that states the user facility¿s endoscope is leak tested prior to manual cleaning with an olympus mu-1 and mb-155. The enzymatic prolystica detergent is used for manual pre-cleaning. The endoscope¿s channel is brushed during manual cleaning with an us endoscopy (lot# 002719926) single use brush. Pre-cleaning is performed immediately after each procedure. The facility¿s oer-pro (sn: (B)(4)) with acecide c is used for high level disinfectant and reprocessing. The aer¿s minimum effective concentration is being checked after each cycle. The user facility participated in a reprocessing in-service/observation on (B)(6) 2018 and (B)(6) 2018 conducted by an olympus endoscopy support specialist. The ess reported that no deviations were noted with the facility¿s reprocessing practices. In addition, there have been no changes with the facility's reprocessing personnel since the last on-site in-service. All of the facility¿s reprocessing personnel is trained on how to properly reprocess an endoscope. There are no known issues with the facility's aer.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported event. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatch to the user facility to observe the facility's reprocessing technicians¿ practices and provide training if necessary. To date the visit has not been finalized.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for enterobacter cloacae after reprocessing. The facility utilizes an oer-pro, aer to reprocess the scope. There were no associated patient infections reported.